Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with trace superior diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The topical steroid dosage was increased and an oral steroid was prescribed. Additional information requested.